Event description:
The initial reporter received a questionable phny2 phenytoin result for one patient sample tested on a cobas pro c 503 analytical unit. The initial result was not reported outside of the laboratory. The initial sample was rerun on the analyzer and their other c 503. On (B)(6) 2022, the initial result at 6:35 pm was 51.4 umol/l. The first repeat result at 6:39 was 28.9 umol/l. The second repeat result at 6:46 pm was 24.1 umol/l. This repeat result was reported outside of the laboratory as it was close to the first repeat result. On (B)(6) 2022, the third repeat result at 7:00 pm from the other analyzer was 23.9 umol/l. The fourth repeat result from the other analyzer at 7:00 pm was 24.4 umol/l. The reagent lot number is 581962. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) noticed that the main pump pressure was quite low. He then adjusted it and performed a gear pump adjustment. The customer performed calibration and qcs. Their calibrations and qc passed but they noticed increased imprecision. The fse then inspected the rinse volumes and found that the rinse water, cell blank, acid and naoh were all spilling over the tops of the cuvettes. He then adjusted the volumes, performed an incubation bath water exchange and cell blank measurement. The customer then performed qc and precision tests with acceptable results. After service, no further issues were reported by the customer. The investigation is ongoing.

Manufacturer narrative:
The calibration data, qc data, alarm trace and pre-analytic information did not indicate an issue. The investigation determined that the field service engineer's (fse) actions resolved the issue.